Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the reprocessor to the service center for an e23 excessive fluid pressure error code that was found to be not reportable. During the device analysis it was observed that foreign material inside water tank. There was no patient involvement.